Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 120 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "loose tube cap/loose tube cover, when after use with the open system technique."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to decapping was observed. Extra lubricant on the stoppers could be a contributor for the loose cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 120 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a, "loose tube cap/loose tube cover, when after use with the open system technique."